Manufacturer narrative:
On 13 january 2017 the medical affairs director performed a clinical evaluation and commented as follows: postoperative femoral fracture occurred 11 days after primary cementless tha in a (B)(6) man. The fracture may be due to a traumatic event happened during rehabilitation, probably a torsional stress consequent to a sudden movement. There is no reason to suspect that this event is due to a faulty device. Batch review performed on 25 january 2017. Lot 151856: (B)(4) items manufactured and released on 03 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient said that the bone hip broke and then he fell down. It is not clear if he twisted or tripped prior to the fracture, causing him to fall over. Stem, head and liner were replaced.